Event description:
Customer reported, the numbers on the insulin pump kept ramping up and the buttons do not seem to work. Customer's blood glucose was 105 mg/dl. Customer stated the buttons are working intermittently. The device had been exposed to sweat. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded up button on keypad trace. No unexpected numbers ramping during testing. The device had minor scratched lcd window, cracked battery tube threads, cracked case at display window corner, cracked reservoir tube lip and stained end cap sticker.